Event description:
It was stated that the customer was treated by the paramedics for low blood glucose. The reported blood glucose reading during the phone call was 80 mg/dl. It was stated that the customer was connected to the infusion set while performing the manual prime and received 120 units of insulin. Troubleshooting revealed that the customer is a new insulin pump user and this was the first time he changed the infusion set on his own.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.